Manufacturer narrative:
Device evaluation: an analysis of the returned device identified an opening on radius, red particles ad wear/abrasion on the shell. A visual and microscopic analysis was performed which identified: a sharp-edged opening and a crease/fold. Based on the device analysis the final assessment is: a sharp-edged opening on radius due to an unidentified (tear) opening.

Event description:
Healthcare professional reports right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event and device return has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports right side rupture. Device has been explanted.